Event description:
On april 25, 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra 2 meter was reading inaccurately high. This complaint was classified based on information obtained by the customer care agent (cca) during the initial call since the patient could not be contacted to obtain additional information about the alleged event. It is not known when the alleged inaccuracy issue began as the patient was unable and/or unwilling to provide the information. The patient claimed obtaining blood glucose results of ¿400, 500 and 520 mg/dl¿ which they clamed to be inaccurately high. The patient advised that they do not take any medication to manage their diabetes and it is not known what changes, if any, they made to their usual diabetes management regimen in response to the alleged issue. The patient was unable and/or unwilling to confirm if they developed any symptoms as a result of the alleged issue. The patient advised during the initial call that due to the alleged elevated readings obtained on the subject device that they ¿spent 4 days in the emergency room¿ with ¿extra low¿ blood glucose. It is not known what treatment, if any, the patient received whilst in hospital. The patient disconnected the call and no further information was obtained with respect to the alleged event. At the time of the call, the cca established that the unit of measure was set correctly on the subject device. However, due to the patient disconnecting the call, further troubleshooting of the alleged issue was not possible. It is not known what the patient was comparing the results obtained on the subject device to. It is also not known if the test strips had been open beyond their discard date, if they had expired, been stored correctly or if the test strip vial was intact. It was not possible for the cca to arrange replacement products. This complaint is being reported because the patient reportedly remained in hospital (emergency room) for 4 days due to a low blood glucose excursion after obtaining the alleged elevated readings on the subject device. The reported issue could not be ruled out as a cause and/or contributor to the event.